Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a segment of the conductor wire dislodged and sticking out of the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the grip. The wire insulation was damaged. The instrument grips were manually manipulated and passed an electrical continuity test. The instrument passed the recognition and engagement tests when placed on an in-house system. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed tissue without issues. The instrument conductor wire had no missing material but the wires were exposed. The wire was not frayed or broken.

Event description:
It was reported that during a da vinci-assisted procedure the energy wire came out of the vessel sealer extend. Procedure was completed with no patient harm.